Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: actual samples were returned for evaluation. The device received was manipulated. The pouches are not in the original sealed box. There is a "not for human use, for test only" red stamp marked on the backside of both pouches. A yellow sticker is also present on the backside of one pouch. Additional information was requested and the following was obtained: what was the lot number on the box containing these pouches with the label ¿not for human use?" "Unknown can you send a picture of the box? The customer didn¿t see the box, just the packages lot number ¿ do not have."

Event description:
It was reported that when the box arrived at the account, there were packages marked with labels stating "samples not intended for human use". No patient involvement. Additional information has been requested.